Manufacturer narrative:
The complainant reported that the lot number of the clip was 381433; however, the lot number could not be found in the system. Thus, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip did not deploy when it was attempted to be placed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.